Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, as the patient did not perform an initial drain. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath and felt full during fill 1. The patient was connected to the homechoice pro device at the time of the events. It was reported the patient did not perform an initial drain. The patient ¿had 2000ml in the belly¿ before ending therapy, then had a fill of 1869ml. The patient drained 2769ml and the device went to stop fill. Renal therapy services assisted the patient to manually drain again and the drain volume was 813ml. The patient reported they ¿felt empty now¿. The last fill volume was 2000 ml and the initial drain amount (ida) was set to 0ml. Rts advised the patient to contact the peritoneal dialysis registered nurse about the last fill and ida setting. The device was operational and a swap was not necessary. There was no report of medical intervention associated with this event. No additional information is available.